Manufacturer narrative:
H10: manufacturing review:a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Completion venogram was demonstrated excellent positioning of the filter just below the lowest renal vein. However, there was a slight angulation to the right side of the inferior vena cava, however, it was estimated to be less than 15-20 degrees. Approximately five years and three months later, a venous duplex of bilateral lower extremities was performed, and it revealed non-occlusive deep vein thrombosis in the bilateral popliteal veins. Therefore, the investigation is confirmed for alleged positioning issue. However, the investigation is inconclusive for alleged filter tilt. A definitive root cause for the alleged filter tilt and positioning issue could not be determined based upon the provided information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.